Event description:
It was reported that when using the bd pyxis¿ medstation¿ es dothan users were unable to use the station. Upon login, the system immediately displayed a fatal error message, prevented access to medications. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that database size exceeded 10gb, causing login failure. The technical support specialist (tss) logged in via care fusion admin, dropped the oversized database, repaired med application, and resynced the station. Database size was restored to normal, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the issue.